Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the fraying can be attributed to use error of the device due to excessive force being used when tensioning the sutures.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-1588r-ib acl repair tightrope and (2) ar-7282-25 fiberring sutures were being assembled when the rightrope broke while tensioning. The case was completed using another ar-1588r-ib acl repair tightrope and (2) ar-7282-25 fiberring sutures. This was discovered during a primary aclr procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.